Event description:
It was reported that a trained physician attempted an arteriotomy closure of the right femoral artery using a starclose device after a coronary artery stenting procedure. The patient developed a subcutaneous hematoma. Compression was applied, first manual and then mechanical compression with a femostop. The patient's abdomen "intensified" and the patient was in a state of shock. The patient received several blood transfusions and was transferred to surgery. A significant hematoma in the groin and blood in the retroperitoneal space were found. The surgeon reported that a starclose clip could not be found in the artery or in the tissue. The artery was closed with a suture. A vein in the wound was also bleeding and was closed with a suture. After surgery the patient was hypothermic and the physician feared that coagulation may be affected; the patient was taken to the intensive care unit. After prolonged hospitalization the patient was discharged home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.